Event description:
Event description boston scientific received information that this cardiac resynchronization therapy- defibrillator (crt-d), that is included in an advisory population, was explanted due to normal battery depletion. Upon explant an insulation defect on this coronary sinus lead distal to the terminal pin was noted.